Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. The pt's aneurysm had grown from 5.5cm last year to 6.5cm and their iliac arteries were severely tortuous. The aortic neck was about 5cm long. The pt was a high-degree pulmonary and cardiac risk. It was reported that the pt refused open repair and requested vascular repair of their aneurysm. Local anesthesia was administered because it was throught the pt would not tolerate general anesthesia. The procedure was almost cancelled because of the pt's poor health. It was reported that the physician was able to introduce dilators and sheaths into both groins and he was able to introduce a guidewire into the right groin only. Attempts at introducing a guidewire into the left groin were unsuccessful due to severe tortuousity and stenosis, therefore, it was decided to perform balloon angioplasty in this area of stenosis after the artery was accessed with a catheter. The main device was deployed half a centimeter below the renal arteries. An attempt to cannulate the gate via the left groin was unsuccessful due to what appeared to be narrowing of the gate in the area of the aorta above the aneurysm due to the long aortic neck. Another unsuccessful attempt was made by going up and over the bifurcation from the right side. Other attempts to cannulate the gate were also unsuccessful. Brachial approach was utilized to access the contralateral gate successfully and deployment of the iliac limb was completed. It was reported that after the procedure the pt died suddenly. The pt's cause of death is unknown.